Event description:
Clinic notes received stated that the patient has done well but beginning about 2 weeks ago began skin breakdown overlying the pulse generator device. Initially the skin was erythematous but in the past week the actual device itself emerged through the skin and is now visible. No pain. No regional redness. No drainage. No fevers or chills. No medical therapy. Sterile dressing applied to area. He does not have evidence of gross infection however he is at risk of developing infection. Patient had replacement of the generator. No specific cause for skin breakdown, no infection currently. Device return and evaluation is not necessary as the analysis of the device will not add value to the investigation. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?; device return and evaluation is not necessary as the analysis of the device will not add value to the investigation.